Manufacturer narrative:
Cylinder was functional. Cylinder had a wear leak.

Event description:
Info received, indicates an ipp device was implanted. The cylinders were revised. The cylinders were removed from the patient due to fluid loss-left cylinder.